Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4) date sent: 3/21/2016. Information was not provided by the contact. Information anticipated, but unavailable at this time. Batch # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information was requested and the following was obtained: did the active blade tip fall into the patient? Yes. Was the active blade tip retrieved from the patient? Yes. It was retrieved using a grasper. Did this cause a change in the plan of care for the patient? No. They used an alternate probe to complete the surgery. Is the broken blade tip being returned with the device? Or, was the broken blade tip discarded? I didn¿t find the tip along with the complaint device. The broken tip was discarded.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the active blade in the device probe broke while performing its first surgery with the device. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.